Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that there was suspected device overdischarge. The patient claimed that the device did not charge anymore and the battery was dead. The patient stated that there was bleeding into the system that caused it to be discharged. There was a reported symptom of bleeding at the pocket site. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Event date: (B)(6) 2015.